Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, percutaneous coronary intervention (pci) was performed for the patient whose primary disease was acute myocardial infarction (ami). The 99% stenosed, 2.5mmx15mm target lesion was a new type b2 lesion located in the moderately calcified mid left anterior descending artery (lad). Following predilation, a 3.5x20mm promus element stent was advanced and deployed at 12 atmospheres to treat the lesion. Post dilatation was performed and visual residual stenosis was 0% with thrombolysis in myocardial infarction (timi) flow of 3. In november 2014, coronary artery restenosis in proximal lad and mid lad was noted. Ten days later, pci was performed for proximal lad and mid lad. Coronary artery restenosis was resolved on the same day.